Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that surgeon was first not satisfied with the positioning of the hasp (before malleting) so he pulled it out again from the articulation. As he pulled it out the peek dilator fell off the inserter. The stay suture was not released at this moment. To fix the problem I told the surgeon to release the stay suture and put the peek dilator back on the inserter and the refix the stay suture on the insertion handle. This has worked but as he was entering again the joint the healix anker body slipped further direction the peek anker. So he tried to push it back but it was not possible. He mallet the peek tip with the anchor in the advanced position. Fixation seemed to work but he was not sure if this has an impact of the fixation streghts or what else could happen if the anchor was not on the right position while malleting the tip into the bone. He wants clarification. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. An arthroscopic image was provided, the image is blurry and the peek dilator could not be located as well as the inserter. A manufacturing record evaluation was performed for the finished device 7l29182 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint cannot be confirmed. The photo provided does not contain enough evidence to determine a root cause; also, it is reported in the event description that the peek was intentionally pulled out and the operator was unsure of the position of the device before malleting. As per IFU 116920; improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a shoulder arthroscopy repair procedure on (B)(6) 2021, it was observed that the dilator on the 5.5mm healix advance sp peek anchor device fell off as the anchor was being pulled for positioning. There were no adverse patient consequences reported. No additional information was provided.